Event description:
User alleges, doctor was performing a procedure and he ran the catheter up, pulling back on the guidewire, and he felt it snap leaving 4 inches of the tip of the catheter in the patient.

Manufacturer narrative:
Investigation: the catheter was returned for examination. The manufacturing and incoming records were reviewed and no issues were noted. The physical properties, including strength and elongation, were normal. Visual examination shows the catheter was returned with the stylet fully inserted into the catheter. The catheter appears to be cut through as if by being pulled back through the needle. Obviously, the stylet had been withdrawn beyond this point or it would have been damage. Root cause: based on history, this type of event is typically caused by the user pulling the catheter back against the needle bevel. The instructions for use has a precaution "never withdraw catheter back through the epidural needle as this may cause the catheter to kink or shear." This report has been logged for trending.